Event description:
The customer reported brightness issue during an unspecified procedure involving an olympus video system center. The procedure was completed using an olympus same device. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.